Event description:
IV male connector end broke off inside close to the 3-way stopcock while changing tpn with very little finger force. We have the device and pictures if you need them.device #1is this a laboratory device or laboratory test?no.device #2is this a laboratory device or laboratory test?no.